Manufacturer narrative:
The full identifier is case- (B)(6). Lot number not provided; therefore, expiration date and UDI could not be determined. The customer did not provide patient demographics such as age, date of birth, sex, weight, ethnicity or race. Lot number not provided; therefore, device manufacture date could not be determined. The access sars-cov-2 igg assay was not returned for evaluation. There were no reports of system issues at the time of the event. No hardware errors or flags were reported in conjunction with the event. System performance indicators such as system check, calibration and quality control results were not provided for review. The customer stated that the patients samples were repeated on both assays (sars-cov-2- igg and sars-cov-2 igg ii) and stated all results were actually non-reactive so no erroneous results were reported for this case. The customer did not report any alleged deficiency related to the sars-cov-2 igg ii assay. It is unknown if initial erroneous reactive results were generated or if it was due to customer interpretation. In conclusion, the cause of this event cannot be determined with the available information.

Event description:
On (B)(6) 2021 the customer reported non-reactive covid igg results (access sars-cov-2 igg, part number c58961; lot number not provided) were generated on the customer's access 2 (access 2 immunoassay analyzer, part number 81600n and serial number (B)(4) for several patients (the customer did not give a specific number of patients with questioned results). The customer stated that the patients' samples were discordant to an alternate method (alternate method not provided). The customer also stated the samples were reactive with the access sars-cov-2 igg ii (quantitative) assay (detailed results not provided). The customer did not indicate whether the results were released from the laboratory. The customer did not report a change to patient care of treatment in connection with this event. No hardware errors or issues with other assays were reported in conjunction with this event. System performance indicators such as calibration and quality control were requested but were not provided for review. No issues with sample integrity were reported by the customer. Sample collection, handling and processing information such as sample type, sample volume collected, sample quality, centrifugation time and speed, storage temperature and other information was not provided by the customer.